Event description:
Initial reporter called tandem to request training on a donated pump her husband received from his physician's office. The pump was donated to the physician's clinic from a tandem customer after she passed away. The clinic noted the customer's death was unrelated to the t:slim.

Manufacturer narrative:
The pump was returned to tandem by the reporter. An eval was conducted and the device was tested and meets its specs. Tandem contacted the clinic and confirmed the pt identified began insulin therapy using the t:slim on (B)(6)m 2013. The clinic confirmed an autopsy was not conducted. Should new info become available, a supplemental report will be filed.